Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level over 23.4 mmol/l. Customer reported that the lip of the reservoir compartment was broken. Customer stated that the ring was came off. Customer reported that the reservoir unable to lock in place when inserted into insulin pump. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.